Event description:
The customer alleged that she received control test results in the 200's (mg/dl) using her contour meters. While troubleshooting, she performed 2 more control tests and received results of 205 and 226 mg/dl. The normal control range was 107-147 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.